Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 8mm amplatzer septal occluder was selected for an implant using a 7f trevisio system delivery system. During the procedure the occluder formed the shape of cobra. The device was removed from the patient prior to release from the delivery cable and no device was ultimately implanted. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The patient remain hemodynamically stable throughout the procedure. No patient consequences were reported. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the procedure occurred on (B)(6) 2022. No device was ultimately implanted due to the right size device was missing on the shelf and the anesthesiologist decided to end the procedure.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported incident appears to be related to procedure circumstances as the use of a larger sheath may influence deformations of the device. Please note that per the instructions for use, the recommended size delivery system for use with a 8mm amplatzer septal occluder is an 6f.b3: date of event corrected.